Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient uses insulet omnipod5 (unsure if it was a modified closed loop). The patient had stomachache and was nauseous and was throwing up. The mom took a fingerstick and the bgm was showing around 450mg/dl and the cgm was showing normal level but reporter already forgot the exact value. They did not call 911 and did not give any treatment, the dad rushed him to the emergency room (ER) and arrived at around 6:30am. The nurse gave an IV and insulin and took a fingerstick but the mom already forgot the bgm values that was taken at the hospital. The nurses took off the sensor when they arrived at the hospital and disposed it. He was discharged 05/07/2025 at around 6pm (more than 24 hours). He was in stable condition during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).